Event description:
It was reported a priming bolus was incorrectly performed. It was stated 2cm was removed from the original pump segment. It was noted the manufacturer's representative (rep) thought it should have been a 24cm spinal catheter instead of a 19cm that was programmed. It was noted the health care provider (hcp) told them 19cm, but they thought they received that information from the old catheter that was programmed into the pump. It was reported a priming bolus of .389ml was programmed but it should have been .250ml. It was noted the priming bolus had been completed. It was noted the patient received a 2.78mg bolus since the prime was programmed at .389ml. The pump was used to deliver dilaudid at a concentration of 20mg/ml and dose of 10.9mg/day. Additional information reported the patient was doing fine and did not have any adverse reaction.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).